Manufacturer narrative:
S/w version 4.11d. Retainer ring = clear. Pump case type: ngp. Customer returned pump for alleged unknown issue with pump found on (B)(6) 2023. Pump passed the functional tests, including the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump failed vibration portion of the self test due to moisture damage. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 and harness assembly vibrator. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery alarm or alerts on event date noted. Motor was tested outside of the device using the ngp system board test and performed as expected with no alarms or errors surfacing. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, scratched case, cracked retainer, overlay scratched. Pump did not pass full functional testing. Unknown issue was confirmed to be a failed self test. Pump failed self test due to moisture damage on the harness assembly vibrator. Damaged retainer ring confirmed during analysis. "The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer's insulin pump had an unknown issue. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and was returned for analysis.